Manufacturer narrative:
Second physician: (B)(6).

Event description:
It was reported that the patient experienced a cerebrovascular accident (cva). The patient had an annulus diameter of 24mm. Patient access was through the right femoral artery. The aortic valve was treated with deployment of a 25mm lotus edge valve. Later that day, the patient experienced left sided weakness. A magnetic resonance imaging (MRI) was used to diagnose a cva. The patient was discharged under 24 hour home assistance and physical therapy. Six (6) days post aortic implant procedure, the patient was re-admitted with a headache and left leg numbness. Diagnostic tests were performed and were noted to negative. The patient was released from the hospital without symptoms and is scheduled for a follow up neurology appointment.